Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a rotator cuff procedure once the customer's 5.5 healix advance peek suture anchor with orthocord was inserted, when removing the driver the tip of the driver broke off in the anchor and was embedded in the anchor. The sales rep reported that the surgeon completed the procedure by drilling around the anchor to remove the anchor and used a 6.5 anchor to complete using the same bone hole. The sales rep reported that there were no patient consequences but there was a 45 minute delay in the procedure. The sales rep stated that the doctor was upset. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the device will be returning with the driver that comes with the anchor as a kit for evaluation.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is a possibility that excess off angle force was applied causing the inserter tip to break. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.